Event description:
It was reported that the implantable neurostimulator was not working (malfunction not specified). The patient was in the hospital several times for different reasons. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.